Manufacturer narrative:
This report is for an unknown aiming arm/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the insertion handle for suprapatellar, the piece that connects the aiming arm became a little bent. The connecting holes for where the aiming arm pops in have become bent and will not allow the aiming arm to fully connect to the insertion handle. It is unknown if there was a surgical delay. The procedure and patient outcome were unknown. Concomitant devices: insertion instruments: (part unknown; lot unknown; quantity 1); insertion handle (part 03.010.440, lot 180183-101, quantity 1). This report is for an unknown aiming arm. This is report 1 of 1 for (B)(4).

Event description:
Corrected event description: it was reported that on (B)(6) 2020, the insertion handle for suprapatellar, the piece that connects the aiming arm got a little bent. The connecting holes for where the aiming arm pops in have become bent and will not allow the aiming arm to fully connect to the insertion handle. It is unknown if there was a surgical delay. The procedure and patient outcome were unknown. Concomitant device reported: unk - insertion instruments: (part# unknown; lot# unknown; quantity: unknown). This report is for an unknown aiming arm. This is report 1 of 1 for (B)(4).